Event description:
It was reported that the external devices were unable to communicate with the ipg. Ipg went inoperable over time. As a result, surgical intervention was undertaken to have the ipg explanted on (B)(6) 2019.